Event description:
During a case, the surgical table was in deep trendelenburg with a pad set and patient on it when the table pad began to move downward with the patient. No injuries were reported. No further details regarding whether or not intervention was required was provided. The patient was not secured using any restraint devices. Skytron's manual includes a warning that states, "to maximize patient safety, utilize proper restraint methods during extreme trendelenburg positioning." A skytron representative has reached out to the facility to discuss the need for proper restraints to be used and that the table pad is not intended to be a restraint device. Skytron rep has also provided other options for restraint devices to the facility.